Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 71 mm abdominal aortic aneurysm. It was reported that during the index procedure, the bifurcate stent graft was inaccurately delivered. The bifurcated landed higher than intended. The left renal artery was unintentionally covered. The physician implanted an 7 mm stent from another manufacturer in the left renal artery, resolving the event. Per the physician, the cause of inaccurate delivery leading to unintentional coverage of the left renal artery was due to user error. No additional clinical sequelae were reported and the patient is fine.